Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 20 mg/ml of morphine at an unknown dosage via an implantable pump for non-malignant pain and other chronic/intractable pain in the trunk/limbs. On (B)(6) 2017, it was reported that during a routine refill, a critical alarm was noted and a safe state and reset notification were observed. The pump was interrogated on (B)(6) 2017 and the pump logs showed that the pump was in safe state and a reset and low battery reset were noted. A low reservoir alarm was also occurring as the refill was postponed until the pump could be interrogated. The pump logs showed that the pump had reset due to low battery multiple times on (B)(6) 2017. The pump alarms were silenced. The hcp filled the patient¿s pump and referred them to have the pump replaced. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-12. It was reported that the pump was replaced today.